Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was presented to emergency room on (B)(6) 2017 for gastrointestinal bleeding with the weakness and shortness of breath. Egd performed of (B)(6) 2017 confirmed the bleeding. The patient was diagnosed with low hemoglobin, hypotension, and elevated levels of creatinine and potassium. The patient was admitted to the medical intensive care unit. The patient was administered with pressors and was transfused with packed red blood cells. Subsequently, hemoglobin was stabilized and the patient did not exhibit signs of recurrent gastrointestinal bleeding. On (B)(6) 2017 the patient was discharged asymptomatic. Reportedly, the pressure was stabilized and the patient¿s cardiac medicines were restarted. The patient is a clinical study patient and the issue was not related to the device but possibly to the procedure.